Event description:
During the device evaluation, the image on the videoscope disappeared during angulation in the up and down direction due to a cut on the charge-coupled device cable. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.